Event description:
It was reported that during a laparoscopic chole procedure on the second firing on the cystic artery, the clip scissored. The device was fired again for the third time and the clip scissored. The surgeon removed the clips from the cystic artery and there was no damage. An el5ml device was pulled to complete the procedure with no patient consequence. A cholangiogram was not used and the device was not from a kit.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.